Event description:
It was reported that the right ventricular (rv) lead had artifact on the pace/sense portion of the lead. The lead was partially explanted, capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the proximal segment of the lead was returned, analyzed and no anomalies were found. The analyst commented that there were no anomalies observed regarding the returned lead proximal segment. All electrical testing was within specified parameters. The full lead was not returned. This device was included in a field action, but returned product testing found the device did not perform as described in the field action. Concomitant products: d274trk implantable cardioverter defibrillator (B)(6) 2010; 407652 implantable pacing lead (B)(6) 2006. (B)(4).